Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with detached end cap. Unable to performed displacement test, due to detached end cap. Insulin pump received with protruded and loose drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the customer dropped the insulin pump and the back end has fallen off. It was stated that the drive support cap is protruded and the customer was still connected. Blood glucose value is 26.3 mmol/l; treated with the insulin pump. Nothing further reported.